Event description:
It was reported that the ilet device became unresponsive and would not wake when the sleep/wake button was pressed, and the user was unable to restart the device despite guidance. Symptoms included no physiological effects. Outcomes included shipment of a replacement device, provision of return materials, and user education on troubleshooting steps. Investigation included user interview and remote troubleshooting with guidance to attempt restart and charge the device. Investigation of this device was confirmed and revealed a device performance issue consistent with an unresponsive user interface associated with the sleep/wake control. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device evaluation.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."